Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure at 118,377 joules of use, significantly diminished vaporization efficiency was observed. ¿tip to be cleaned warning.¿ the fiber tip (cap) was cleaned during the procedure. The fiber was exchanged. It was reported that at 420,123 joules of use, significantly diminished vaporization efficiency was observed with the second fiber. ¿fiber burn out. Doctor cut tip.¿ the fiber tip (cap) was cleaned during the procedure. The fiber was exchanged. It was reported that at 121,337 joules of use, aiming beam fires straight out of fiber was observed with the third fiber. The fiber was exchanged. The fiber tip (cap) was cleaned during the procedure. It was reported that at 25,183 joules of use, aiming beam fires straight out of fiber was observed with the fourth fiber. ¿tip broke but procedure was finished.¿ the fiber tip (cap) was cleaned during the procedure. This report is for the third fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the outer flow tubing open end wall integrity is compromised, and exhibits signs of melting, and erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Patient outcome "ok" reported.